Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet and chose to discontinue use and return to multiple daily injections; the user had been trained and reported device alerts for both high and low glucose. Symptoms included hyperglycemia with readings in the mid-400s for several hours and associated dry mouth and feeling rundown, as well as hypoglycemia down to 35 mg/dl lasting several hours. Outcomes included self-management with backup insulin injections, intake of carbohydrates for lows, device alerts for high and low glucose, negative ketone testing, and no medical intervention, assistance, hospitalization, or long-term injury. Investigation included review of user-reported event details and return logistics for device and unopened supplies. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia remained unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.